Event description:
Bilateral saline shell deflation. A 31 year old white female g2p2 status post subglandular inframammary 160cc bilumen mcghans for augumentation 8 years prior. Complaints of decreased size, no history of trauma, local systemic complaints of arthralgias/myalgias, dysethesias, adenopathy, fatigue, sweats, dizziness, neurocognitive problems. Healthy x-smoker. Xray read as within normal limits, but saline gone. On 10/30/93 exam positive for bilateral iii contractures. Surgery on 1/31/94, positive bilateral deflation. Saline shells with minimal bleed with yellow moderate clouding thin capsules. Without histiocytic nature.